Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having loss of bladder control. The physician was not sure if it was stimulation related or not and the patient is still seeing a urologist for further evaluation.